Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: battery devices, battery oscillator device, (B)(6) 2023 device history record review: a device history review was performed and no non-conformance's were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. It was determined that the root cause for the short circuit was improper handling, the root cause for the sticky trigger was improper maintenance, and the root cause for the corroded electrical plugs was normal wear. The assignable root cause for the sticky trigger was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the trigger of the battery reamer/drill device was sticky. The device was visually inspected, and it was found to fail visual inspection. During the assessment, it was found that the device had a short circuit, which cause the device not to run. Because of the failure, some of the test steps could not be performed. Furthermore, it was found that the electrical plugs showed signs of corrosion and the trigger could not be pushed in easily. When the device was disassembled, it was found that the motor was running when it was disconnected from the control unit. It was further determined that the batteries which were connected to the device had blown fuse. It was further determined that the device failed pretest for general condition, check for sticky trigger, check function of device and check power with power test bench. It was noted in the service order that during a total hip arthroplasty (tha) surgical procedure, it was discovered that the battery oscillator device and battery reamer/drill device stopped working while being used together. It was further reported that the battery devices were replaced, however; the device did not work. It was reported that all six batteries lit a red light when set in the charger and could not be used. It was reported that there was a thirty-minute delay to complete the surgery successfully. It was not reported if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.